Event description:
While using my philips bipap maching I developed chronically infected nasal passages which my physician treated with inhalant steroids-nasocort. In the past 2 years I developed a rash across the bridge of my nose which at times ulcerated and was treated with topical antibiotics and bandage until the skin healed. This process was repeated every 2 months or so. The treatment dates and types for this condition are on file at (B)(6) where (B)(6) was a patient of dr. (B)(6) at the time of the chronic sinusitis.